Event description:
The doctor has indicated that the three screws fractured. The screw head was too small for the bar placed. The screw fragments could be extracted from implants.

Manufacturer narrative:
This device was not returned to the manufacturer. (B)(4).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device not returned to manufacturer.